Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving fentanyl (2500 mcg/ml at 228 mcg/day) via an implantable pump for spinal pain. It was reported that the pump was moving in the pocket. There were no external factors that contributed to the issue. The pump mobility was assessed by palpation so the pump was revised and re-sutured. The issue was resolved and the patient was without injury at the time of the report. The patient's weight and medical history were asked but unknown.